Event description:
Faulty device-sling for mechanical lift. Arjo-maxi lift. Sling hooked up properly to lift. While lifting resident, resident moved lift leg and bumped sling and clip-causing sling to dislodge. Nursing staff person able to grab onto resident and break the resident's fall to floor. Resident did hit head on lift-sustained laceration.